Manufacturer narrative:
Additional information: b5.

Event description:
It was reported the housing's weld fractured during use. There were no adverse consequences, no medical intervention and no surgical delay. The case was completed successfully.

Event description:
It was reported the housing's weld fractured. Attempts are being made to obtain additional information about the event.